Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was admitted to the hospital with a diagnosis of a gastrointestinal (gi) bleed. The patient was taken off of their xarelto while they were admitted. While at the hospital the patient underwent their 45-day follow-up imaging procedure. The transesophageal echocardiogram (tee) imaging showed that there was a device related thrombus present on the face of the closure device. After the gi bleed was resolved the patient was restarted on their anticoagulation medication.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.